Manufacturer narrative:
The insulin pump failed the displacement test, alarmed motor error during rewind due to motor encoder out of phase and had several a47 alarms noted in alarm history screen due to corrupted history file. Unable to confirm the e70 alarm. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor position encoder error alarm. The customer reported that the insulin pump was exposed to MRI. The customer's blood glucose was 112 mg/dl at the time of incident. The customer stated that the drive support cap appeared normal. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.